Event description:
On (B)(6) 2011, the clinical site at (B)(4) in (B)(6) reported that a pt had received the hair removal procedure during a clinical training and burns and blisters appeared on the treated area several hours later. The pt was reported to have gone to the emergency room, but was not hospitalized.

Manufacturer narrative:
The product was installed at the user site (B)(6) 2011. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(6) 2011 with no conclusions made. The pt was reported to have had extensive sun exposure prior to the hair removal treatment and the clinic stated that test spots were not performed prior to treatment of the pt. The candela treatment guidelines recommend users not to treat recently tanned skin as well as to perform test spots before performing a treatment. Based on the info provided by the clinic, pt tanning and not performing test spots prior to the laser hair removal treatment may have been contributing factors to the injury.